Event description:
A report was received that the patient had signs of infection at the battery site following the implant procedure. Symptoms of discharge, redness and swelling were noted at the incision site. The physician believed that the infection was not device related and the cause was unknown. The patient was prescribed with antibiotics and was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had signs of infection at the battery site following the implant procedure. Symptoms of discharge, redness and swelling were noted at the incision site. The physician believed that the infection was not device related and the cause was unknown. The patient was prescribed with antibiotics and was doing well.